Event description:
Postoperative patient using patient controlled analgesia (pca) module, 8120 series. Patient was unable to receive the intermittent dosing of narcotic by activating the push button on the dose request cord. With troubleshooting, it was determined that the basal dosing of narcotic was being delivered but the activated button used by the patient to administer intermittent dosing was not working. A new dose request cord was attached and it appeared to work well from then on for the patient.